Manufacturer narrative:
Section a4: during processing of this incident, no information regarding weight was received. Section b5: during processing of this incident, an attempt was made to obtain complete event information; however, no further information is known or received. Section b3: date of event is estimated.

Event description:
It was reported that the ipg was inoperable due to depletion. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated, that surgical intervention was undertaken. Wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.